Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens but the lens was mishandled and a vitrectomy was performed. There was no patient injury. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation: medical review. Medical review - vitrectomy is usually performed when there is vitreous loss, which commonly occurs after a posterior capsular tear. (No conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - vitrectomy, lens was mishandled. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.